Event description:
It was reported that the patient stated that she didn't have any hearing sensation at the first fitting on (B)(6) 2011, even with maximum gain. A battery test tone, carried out by the clinic's audiologist, revealed no hearing sensation. A rtf-measurement was done and no function of the vorp could be seen.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.